Manufacturer narrative:
On the (B)(6) 2026, it was reported that the sensor was broken during removal into two pieces.a visual inspection of the returned sensor confirmed that the end cap was separated from the rest of the sensor, and not returned to senseonics. The rest of the sensor including dexamethasone ring was received. Hydrogel damage was observed over the optics. Per case notes, the hcp confirmed that all sensor pieces were successfully removed from the patient. No further confirmation or investigation of this complaint is possible.the root cause for sensor fracture is usually excessive force applied by the removal clamps or grabbing an extremity of the sensor. In some cases, the patient's tissue at insertion sites may encapsulate the sensor, obstructing its removal. The doctor may then attempt excessive force on the clamps and risk fracturing the sensor.sensor breakage is a known and anticipated potential adverse effect which does not require additional investigation. B4.date of this report 01 march 2026 g3.date received by the manufacturer? 01 march 2026 h6. Type of investigation updated to 10 h6. Investigation findings updated to 4248 h6. Investigation conclusions updated to 4311.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Senseonics was made aware of an incident where hcp reported a broken sensor during the removal procedure. According to the hcp, the sensor had migrated downward and was partially overgrown. The sensor had been implanted in the left upper arm. An ultrasound was used to locate the sensor, and all pieces were successfully removed. An RMA was created for the return of sensor for further investigation.